Event description:
It was reported the patient (B)(6) was experiencing overstimulation as the stimulation would auto-increase. As a result, the scs ipg was explanted (the lead remains implanted).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ipg over stimulation was not confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. The ipg was monitored for 1 hour with no signal deviation from initial values observed. No signal presence observed on unused channels and can. Magnet mode was tested and passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.